Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2014 with the following findings: the pump powered on with the returned battery cap which was able to fully tighten onto the pump. The battery compartment was observed to be cracked below the grip pad. Multiple low battery warnings and multiple replace battery alarms were observed in the black box along with evidence of partially discharged batteries being installed. The current draws were observed to be within specifications. The pump case was removed for further investigation and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that at least 3 separate batteries from 2 separate packs had a battery life issue. Reportedly, there was no damage to the battery cap or compartment and no moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.